Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was exposed to magnetic field. It was reported that the pump alarmed for software error and had unresponsive buttons. The customer's blood glucose level was reported to be 249mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the selftest, unexpected restart, basic occlusion and displacement tests. No motor error alarms were noted. Unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery test due to the prime anomaly. The pump was received with a select button due to flattened dome switches. No unlocked lcd keypad connector or software error alarms were noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window and case.